Manufacturer narrative:
V.a.c.via¿ therapy system was discarded. Additional device information for activ.a.c.¿ canister lot number 6666898: unique identifier (UDI): (B)(4); expiration date:30-jun-2021, device manufacture date: 22-jul-2019. Additional device information for activ.a.c.¿ therapy unit lot number 6826888: unique identifier (UDI): (B)(4); expiration date:31-aug-2022, device manufacture date: 19-aug-2019. Based on the additional information provided, kci could not determine that the alleged graft failure was related to v.a.c.via¿ therapy system. It is unknown if medical or surgical intervention was required to resolve the event. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Warning: the v.a.c.via¿ therapy unit has no serviceable parts and should not be opened, disassembled or otherwise modified by the user, and should be replaced as a unit. V.a.c.via¿ canister installation: the canister used with the v.a.c.via¿ therapy unit is a single-use, latex free, sterile, 250 cc / ml container with graduated markings of approximately 509 cc / ml increments. If the canister is not fully engaged, the v.a.c.via¿ therapy unit will alarm. Never reuse a canister. Correcting a leak condition: ensure canister is securely locked onto the therapy unit. When canister is installed, a distinct click will be heard indicating it has been properly installed.

Event description:
On 31-may-2020, the following information was reported to kci by the distributor: the v.a.c.via¿ therapy system was allegedly experiencing a technical issue. The physician stated thirty percent of the patient's graft was lost. The patient is under observation. The v.a.c.via¿ therapy system was stopped and the physician is "waiting the graft taken process." On 03-jun-2020, the following information was reported to kci by the distributor: the partial graft loss was allegedly related to the v.a.c.via¿ therapy system. It is unknown if medical or surgical intervention was required to resolve the event. No additional information available. On 14-jun-2020, the following information was reported to kci by the distributor: the v.a.c.via¿ therapy system was discarded and is not available for return. Therefore, a device evaluation could not be performed. On 17-jun-2020, kci quality engineering completed an evaluation of a photo provided by the customer. The photo revealed a v.a.c.via¿ therapy unit with a canister secured to the device utilizing an adhesive material. It was determined that a device fault could not be identified or confirmed based on the provided photo. On 23-jun-2020, device history reviews were completed for v.a.c.via¿ therapy system kit lot number 7125884v003, v.a.c.via¿ therapy unit lot number 6826888 and v.a.c.via¿ canister lot number 6666898. All end release testing of products and packaging met specifications.